Manufacturer narrative:
Device is a combination product. (B)(6).

Event description:
It was reported that stent damage occurred. The 95% stenosed, 30-32mm x 3.75-4.0mm target lesion was located in the severely tortuous and severely calcified right coronary artery. A 3.50x32mm promus element drug-eluting stent was advanced but could not cross the lesion. The stent struts were found lifted when it was removed. The procedure was completed with another of same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. E1 - initial reporter facility name: (B)(6) hospital. Device evaluation by MFR.: promus element, mr, ous 3.50x32mm stent delivery system was returned for analysis. A visual examination of the stent found stent damage. Struts were lifted in the proximal region of the stent. The undamaged stent outer diameter was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of distal tip damage. A visual and tactile examination of the hypotube shaft found a break at 21mm proximal to the distal end of the strain relief. The manifold was not returned. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during analysis.

Event description:
It was reported that stent damage occurred. The 95% stenosed, 30-32mm x 3.75-4.0mm target lesion was located in the severely tortuous and severely calcified right coronary artery. A 3.50x32mm promus element drug-eluting stent was advanced but could not cross the lesion. The stent struts were found lifted when it was removed. The procedure was completed with another of same device. No patient complications were reported and the patient's status was stable. It was further reported that the manifold and shaft was broken off to remove the device from the patient. The manifold may have been disposed by the physician.